Event description:
Patient reported "deflation". Healthcare professional later confirmed "deflation". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
This is a follow up report to medwatch submitted 9617229-2022-03602. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. A review of the device history record has been completed. No deviations or non-conformances noted.